Manufacturer narrative:
(B)(4). Date sent: (B)(4) 2013. Information was not provided by the initial contact. Information is unavailable; device was not returned for evaluation. The complaint could not be confirmed because no device was returned for analysis. As a lot number was not received, a device history review could not be performed.

Event description:
It was reported that a small fire occurred in their recycle bin. Fire dept. Investigation questioned whether any batteries were in the bin. The bin is used for reprocessing devices and there was a question as to whether or not a ple60a had been placed in the bin. Once the fire dept. Ruled out arson and learned there was a possibility of a battery, they did not continue their investigation to determine the true source of the fire. A review of patient charts for the four days leading up to the fire did not identify any patient charges for a ple60a and so they cannot confirm that a powered echelon was in the bin. They are not reprocessing endocutters; however, the reprocessor disposes of devices they do not reprocess as part of their service. At this time, it doesn¿t appear that a ple60a device was in the bin; however, they cannot definitively rule out that one was used and the patient was not charged and therefore, the used device placed in the bin. She asked for a copy of the package insert which was provided in order to provide information on proper disposal.